Manufacturer narrative:
The investigation into the vascular damage and stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause vascular damage was most likely patient condition related due to carotid artery dissection and aortic dissection and may have occurred prior to support, and the cause of the stroke was patient condition related to the dissection. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an event involving a male patient presenting for impella support. During support, the patient was noted to have experienced an embolic stroke. A thrombectomy was performed in an attempt to remove the clot, however, additional complications associated with the patient¿s condition prevented further action from being taken. There is currently no causal relationship alleged between the impella and the other noted conditions encountered during the thrombectomy.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-01940 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
It was reported that the patient was believed to have been experiencing an embolic stroke, and was placed on impella for hemodynamic support. After the patient had the impella cp inserted, and support was started, the physician discovered there was no thrombus causing a lack of blood flow to the brain. Angiography was performed that revealed an aortic dissection that extended to the carotid artery. The physician concluded the patient experienced a dissection that caused the lack of the blood flow to the brain. It is unknown if the impella contributed to the aortic dissection while being inserted. The patient continued to decline, further treatment could not be performed, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.